Manufacturer narrative:
Approximate age of device ¿ 3 years and 8 months. Device evaluation: although no device related issues were reported, the evaluation of heartmate ii lvas, serial number (B)(4) found a thrombus on the inlet bearing cup. (B)(4) was returned assembled with the percutaneous lead cut approximately 4.5 inches from the pump housing and the severed portion of the driveline was returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned. The inlet elbow was attached to the pump. Approximately .25 inches of the sealed outflow graft was returned. The outflow graft bend relief and the bend relief collar were not present. The outlet elbow was returned attached to the pump. Examination of the inlet bearing cup showed a thin, red, ring-like thrombus. The inlet bearing ball also revealed a thin, ring-like thrombus. The two rings were likely a single formation prior to disassembly of the pump. The thrombus ring appeared to have evidence of laminated layering, which is an indication that it developed over an undetermined time while the pump was operating. A specific cause for the development of the thrombus cannot be conclusively determined through this evaluation. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient received a routine heart transplantation on (B)(6) 2018. During the investigation of the returned pump, thrombus was observed.